Event description:
It was reported that the hypothermia patient was cooling to 33c on arctic sun device. Nurse wanted to make sure whether the device was working properly. The nurse was concerned because once the patient reached the 33c, their target temperature continued to drop below. Patient temperature was 32.2c, target temperature was 33c, water temperature was 27.1c, flow rate was 3.3l/min, four medium pads were in place. There was significant exposed abdomen, reservoir level was 5 and event log showed no alerts or alarms. Mss walked the nurse through draining 500 ml of water from the right drain port and nurse enabled manual control with water temperature set to 40c for 30 mins to check heater. Nurse stated that the water temperature rose to 38c before manual control was disabled. Nurse had restarted hypothermia and recommended to add a universal pad to the lower abdomen. Mss also explained how the device was overfilled with water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to user overfilling the arctic sun device. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Therefore, a device history record review was not required. The instructions for use were found adequate and state the following: fill reservoir: approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen. Correction: g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the hypothermia patient was cooling to 33c on arctic sun device. Nurse wanted to make sure whether the device was working properly. The nurse was concerned because once the patient reached the 33c, their target temperature continued to drop below. Patient temperature was 32.2c, target temperature was 33c, water temperature was 27.1c, flow rate was 3.3l/min, four medium pads were in place. There was significant exposed abdomen, reservoir level was 5 and event log showed no alerts or alarms. Mss walked the nurse through draining 500 ml of water from the right drain port and nurse enabled manual control with water temperature set to 40c for 30 mins to check heater. Nurse stated that the water temperature rose to 38c before manual control was disabled. Nurse had restarted hypothermia and recommended to add a universal pad to the lower abdomen. Mss also explained how the device was overfilled with water.